Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that she received notification from a hospital in (B)(6), that the pt had expired. Additional information was received that indicated that the pt experienced hemolysis.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.